Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient just got out of the hospital (hospitalized august 12-15) because they had a bad uti. The uti started a couple of weeks before the hospitalization. While in the hospital, the patient got intravenous antibiotics. It was noted that their urine did not smell any more but in the last couple of days they started going to the bathroom too much since going off the antibiotics. The patient was at 1.5 volts a month ago and they ¿bumped it up¿ to 2.6 volts. It was reviewed with the reporter that the stimulation might be too high and should try decreasing the stimulation down to where they were at and to give it a couple of days to see if that helped/get symptom control. The patient had an appointment with their doctor next month. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had a history of utis with dates of (B)(6) 2018 and (B)(6) 2018 noted. The cause of the patient¿s uti was unknown and they were being followed by another doctor. The reporting hcp stated that the patient had an appointment with them on (B)(6) 2018. The hcp also noted that it was unknown if the uti was related to the implanted device/therapy. As an action taken to resolve the issue, the patient was given antibiotics. The patient¿s uti and going to the bathroom too much issues were not resolved at the time of report. There were no further complications reported or anticipated.